Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) around 400 mg/dl with an unspecified level of ketones, nausea, vomiting, headache and drowsiness associated with a cartridge issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the cartridge was difficult to cycle and the user had issues with 3 cartridges. This complaint is being reported because the patient allegedly experienced hyperglycemia because of the cartridge being difficult to cycle.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.